Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 03/17/2021; belt 03/26/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. Review of the download data indicates the patient received two appropriate shocks on the date of passing. Per clinical review of the available ECG recording, the device was started up at 11:33:56 on (B)(6) 2021. The patient was in an idioventricular rhythm at 20 bpm with motion artifact at 05:45:55 on (B)(6) 2021. The patient's rhythm then degraded to asystole with intermittent cardiac activity, CPR/motion artifact, and electrode lead fall off. The patient's rhythm transitioned to vt at 110 bpm with motion artifact at 06:04:01 before degrading to vf. The patient received the first appropriate shock at 06:04:40. The patient's rhythm at the time of the shock and post-shock rhythm were vf with CPR/motion artifact. The patient received the second appropriate shock at 06:05:16. The patient's rhythm at the time of the shock was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient was in asystole with CPR/tactile artifact and electrode lead fall off at 06:14:50. The patient's rhythm then transitioned to vt at 180 bpm the patient's rhythm then degraded to vf with tactile artifact. The patient was last seen in vf with tactile artifact. The lifevest detected the vf arrhythmia, but tactile artifact prevented the lifevest from delivering a treatment.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. H.4. Device manufacture date: monitor 03/17/2021, belt 03/26/2012.

Event description:
Per additional information received from continuous device recording, the patient received four non-lifevest defibrillations from 06:07:29 to 06:14:50. Vt/vf was seen intermittently from approximately 05:55:47 to 06:04:01 on (B)(6) 2021. Hr at or below the threshold for treatment, varying hr, varying amplitudes, and hr not in detection sequence long enough prevented the lifevest from treating the patient during these two times. At 06:03:09, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the treatment event was vf with varying amplitudes. The patient's post-shock rhythm was idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient was in vf for approximately 20 seconds before receiving the defibrillation. The lifevest typically requires 25 seconds of sustained vf to deliver a shock. At 06:07:50, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient was in vf for approximately 20 seconds before receiving the defibrillation. The lifevest typically requires 25 seconds of sustained vf to deliver a shock. At 06:10:34, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was obscured by CPR/motion artifact. At 06:13:05, the patient received the fourth non-lifevest defibrillation. The patient's rhythm at the time of the treatment event was vf with motion artifact and electrode lead fall off. The patient's post-shock rhythm was obscured by CPR/electrode lead fall off. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. Review of the download data indicates the patient received two appropriate shocks on the date of passing. Per clinical review of the available ECG recording, the device was started up at 11:33:56 on (B)(6) 2021. The patient was in an idioventricular rhythm at 20 bpm with motion artifact at 05:45:55 on (B)(6) 2021. The patient's rhythm then degraded to asystole with intermittent cardiac activity, CPR/motion artifact, and electrode lead fall off. The patient's rhythm transitioned to vt at 110 bpm with motion artifact at 06:04:01 before degrading to vf. The patient received the first appropriate shock at 06:04:40. The patient's rhythm at the time of the shock and post-shock rhythm were vf with CPR/motion artifact. The patient received the second appropriate shock at 06:05:16. The patient's rhythm at the time of the shock was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient was in asystole with CPR/tactile artifact and electrode lead fall off at 06:14:50. The patient's rhythm then transitioned to vt at 180 bpm the patient's rhythm then degraded to vf with tactile artifact. The patient was last seen in vf with tactile artifact. The lifevest detected the vf arrhythmia, but tactile artifact prevented the lifevest from delivering a treatment.